Event description:
It was reported that immediately after insertion of the iab, the pump began experiencing alarms. The pump was stopped and then restarted, and then blood was seen entering the helium tubing. The iab was removed without any pt complications.